Event description:
When leaving the elevator at the radiotherapy department, the ventilator alarms "technical error 20002", but continues to work 60 seconds. Thereafter the ventilator stops working. The patient is ventilated using hand ambu bag and patient returns to ICU. Event will probably be reported to "lmv".